Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 125 ohms along with noise being oversensed. Additional information indicated that noise was recreated through advanced troubleshooting maneuvers (atm) and shoulder movements. Further, a lead fracture was presumed as the cause of the observation, however was not conclusively determined through x-ray. The rv lead was surgically abandoned and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.